Manufacturer narrative:
Batch review performed on 14 february 2017. Lot 152232: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 14 february 2017 the packaging and washing manager performed a visual inspection of the retrieved item and commented as follows: the stem tip was found out of the distal mousse intended to secure its position. The displacement evidently occurred due to forces experienced during transportation. This is indicated to correlate to the combination of the packaging configuration applied and the shorter length stems as they allow more degrees of freedom for movement within the package.

Event description:
The stem contacted the package at the lateral side. There are visible debris and scratches at the package. The surgeon did not use the stem. He took a new one.